Event description:
It has been reported to philips that the system would not x-ray. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that ¿no xray possible¿. Review of the log files shows malfunction, network connection between the suite-pc toward multiple devices is lost, ¿defective fan and power tray 24vdc¿ is failing. Upon troubleshooting rse found that no malfunction with the suite pc and xray pc. After analysis, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome